Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a venogram of the superior vena cava, a micropuncture transitionless stiffened cannula access set's inner dilator "unraveled" upon attempted insertion over another manufacturer's wire guide. Per the reporter, the patient had a very scarred neck. Reportedly, ultrasound guided access was obtained in the common femoral vein and blood return was noted upon insertion of the access needle. The access site was scarred, and resistance was encountered during insertion of the device. Another manufacturer's wire was used instead of wire included with the complaint device. The wire was not pulled or manipulated backwards through the needle. The micropuncture catheter and dilator were removed together as a set. The procedure was completed successfully using a stiff micropuncture device, and "the outer was sliced over the inner to obtain access". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the outer catheter was damaged, and the inner dilator was stretched/elongated.